Event description:
It was reported that 1 unspecified bd¿ pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported by the consumer that the needle is blocked.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was not able to duplicate or confirm the indicated issue and root cause cannot be determined at this time as the issue is unconfirmed. Based on trend analysis no further action is required at this time. Samples returned - customer returned (2) open 4mm 32g pen needles without the tear drop label, inner shield, or outer cover. Customer states that the needle was blocked. Both returned pen needles were tested and both were able to expel properly without any observed defects. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown. Medical device manufacture date : unknown.